Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and downloaded the electronic records from the device for analysis. Upon review of the electronic records, physio-control was able to verify the reported issue. Physio observed that the device cycled power approximately 4 seconds after the code-summary button had been pressed. Physio-control determined that the likely cause of the reported issue was that the device's battery voltage was too low. Physio then replaced the device's battery pins and recommended that the customer use new, fully charged, batteries with their device. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed battery pins and visually verified that they were worn.

Event description:
The customer contacted physio-control to report that while attempting to provide pacing therapy to a patient, their device cycled power by itself. As a result, defibrillation could have been delayed or prevented, if it were necessary. Physio-control contacted the customer in order to obtain additional information about the patient. The customer advised that the patients' outcome is unknown.

Event description:
The customer contacted physio-control to report that while attempting to provide pacing therapy to a patient, their device cycled power by itself. As a result, defibrillation could have been delayed or prevented, if it were necessary. Physio-control contacted the customer in order to obtain additional information about the patient. The customer advised that the patients' outcome is unknown.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).